Manufacturer narrative:
The insulin pump was received with no button response due to flattened express bolus button dome switch.

Event description:
The customer reported via phone call that they experienced button error alarm. The customer's blood glucose value was 307 mg/dl. The customer treated with a bolus before the call. The customer stated that the up and down arrows are stuck and will not respond. The customer was not able to adjust the bolus amount because the buttons were not responding. The product was returned for analysis.